Manufacturer narrative:
As received a partial lead, distal portion was returned in one piece. Visual inspection did not find any anomalies on the lead with exception of damages consistent with those occurring at the time of the procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2021-37054. It was reported that the patient's ejection fraction had recovered and been recovering for several years. It was noted that the patient's single chamber device had migrated significantly. The patient noted this was negatively impacting her life and requested removal as there were no appropriate therapies being received and ejection fraction had normalized. The system was explanted successfully. There were no complications. The patient was discharged following bed rest and was to continue with regular follow up.